Manufacturer narrative:
Event was reported verbally to sales manager who forwarded to customer service. Several attempts to obtain additional information have not been successful. It is unknown which eye is involved in the incident. It is unknown whether the product was a sphere or toric. The current ocular status of the patient is unknown. A review of the complaint history for all comfilcon a (biofinity) lenses did not find any other complaint of this type for this lens material. Attempts to obtain additional information were unsuccessful. No conclusion can be drawn. This is being reported as an unconfirmed event involving severe inflammation of the cornea with neovascularization which may have required intervention to prevent permanent impairment/damage. To date there is no confirmation of treatment or outcome of treatment. There is no clear indication that the device could have caused or contributed to the incident. Should additional information be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.

Event description:
Doctor informed coopervision sales manager he recently had a patient in biofinity who had "severe inflammation of the cornea along w/neovascularization pretty deep into the cornea". The doctor stated he referred the patient to a corneal specialist, but has not yet heard back.